Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix was disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and there was a tip seal observation.

Event description:
It was reported that during an implant attempt, the helix on the lead would not extend on a subsequent positioning attempt. It was also reported that the helix may have been over retracted during the implant attempt. The lead was explanted and replaced. No patient complications have been reported as a result of this event.